Event description:
It was reported that the anesthesia workstation was not ventilating in the manual mode due to incorrect connected breathing tubing's. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our technician checked the unit on on-site visit and it has been clarified that the initially claimed oxygen concentration issue, has been a wrongly assembly of breathing circuit. The technician connect breathing circuit correctly and the unit passed system checkout. When starting the manual ventilation, the machine clicked as if it had been set to automatic. There was no oxygen in the accumulator bag and the machine showed o2 % 17 (default setting 100%). The field service engineer (fse) checked unit and found that breathing circuit has been connected to the afgo. Device's logs have been evaluated. The issue can be confirmed as alarm fio2 low occurred. The root cause has been traced to be usability related. Why the breathing circuit has been mounted not according to instructions has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/24/2017; corrected manufacture date: 01/26/2017. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).